Event description:
The customer reported high blood glucose levels due to insulin leaking from the reservoir. Advised the customer that the reservoirs would be replaced. Also instructed the customer to return the reservoirs that leaked for inspection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.